Event description:
It was reported by a customer in the USA that, during pt use, a pediatric tracheostomy tube had a left side cuff flange broken. It was removed from the pt, and a new tube was inserted. There was no reported pt injury. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4).